Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 168 mg/dl. Customer's mother didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. The device had alarmed battery out limit after the battery was changed. Due to button error troubleshooting was note performed.

Manufacturer narrative:
The insulin pump had alarmed button error and had unresponsive buttons due to corroded keypad traces. Operating currents test was not performed and battery out limit alarm was not verified due to the keypad anomaly. The device had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, cracked belt slip slot, and cracked reservoir tube lip.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.